Manufacturer narrative:
The reported issue of dim segments was confirmed on 1 out of 2 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 1 out of 2 returned boards exhibited dim segments. One pcb could not be tested due to channel error 210.5020 displaying once the cad pcu was powered on. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 09/20/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was received for investigation.

Event description:
It was reported that the display board is replaced due to having a dim segment. There was no patient involvement.